Manufacturer narrative:
(B)(4). The serial number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic low anterior resection, ¿replace instrument¿ was displayed at the pre-run test after the device was assembled. The surgeon tried to disassemble but the hp054 was rolling with the device and the surgeon could not. There was a gap in the metal part of the hp054. The device visibly open. The number of remaining uses of hp054 was unknown. The blade tip was not broken off and no pieces fell into the patient. Another device and another handpiece were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2018. Batch # n9139c. The handpiece was received attached to a harh36, with the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The device was forcibly removed from the disposable. However, no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.